Event description:
It was observed that during the device evaluation, the subject device exhibited grainy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The event is detectable/preventable by handling the product in accordance with the following IFU. Gif/cf/pcf-290 series operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.